Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. A new set was used and the procedure was completed successfully.

Manufacturer narrative:
Qn# (B)(4). One dilator/sheath assembly was returned for evaluation. Both components appeared to be used. A visual inspection of the dilator and sheath revealed no obvious damage anomalies. The transition from the dilator to sheath tip is smooth. The dilator length (with hub) was measured and was found to be within specification. Functional testing was performed to check the interaction between the sheath and dilator. There was no issue inserting or removing the dilator from the sheath and when fully inserted, the dilator clicks into place at the hemostasis valve. A device history record (DHR) review on the sheath and dilator was completed with no findings relevant to this complaint issue. The reported complaint that the dilator body separated was not confirmed based on visual and functional testing of the returned sample. The dilator and sheath were returned with no obvious damage anomalies. The dilator met relevant dimensional specifications, was able to pass through the returned sheath with no issues, and clicked into place at the hemostasis valve. A DHR review on the sheath and dilator was completed with no findings relevant to this complaint issue. No problem was found with the sheath/dilator assembly; therefore, no further action will be taken.

Event description:
The customer alleges that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. A new set was used and the procedure was completed successfully.